Event description:
While checking life pak 11 at the start of tour on 09-01-97, rptr found the defib contact of an old saed pad stuck on electrode connector, rendering the lp11 useless. The only way to remove the contact was with a pair of pliers. Another ems crew person reports having had a problem with a snap stuck on the pt cable from a previous call which was difficult to remove, but was removed with no impact to pt care. A third crew member reports the same problem of having found an electrode pad snap stuck on a pt cable from a previous call, and having had difficulty removing it during pt care but which did not impact pt care. The electrodes and snaps involved in the reported events are not available for eval. The electrode pads involved in this report are the cardiotronic model # 602 pads. At this time, rptr's fire dept/ems are the only users of this style electrode pad within the united states. Three events are reported together with one complaint and have not been previously reported to laerdal by the usual reporting method, or any other reporting method, from fire dept/ems. The individual reports are dated 9/1/97 and 9/2/97. The cable used to attach the electrode pad to the life pak 11 is also mfg by cardiotronics and is sold as catalog # r89006. Laerdal contracted cardiotronics by phone 9-9-97, prior to sending them a copy of this report. Preliminary testing is being done at laerdal using current stock.